Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a break in the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of the lead damage was not confirmed. As received, a partial lead was returned in three pieces. Visual inspection did not find any anomalies on the lead with the exception of damage consistent with that occurring at the time of the procedure.

Event description:
Additional information revealed high capture thresholds and an impedance issue on the right ventricular lead. On (B)(6) 2022 an x-ray was performed.